Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure from 2008 until (B)(6) 2016') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced blindness ("still loosing my vision though") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, blindness and weight increased outcome was unknown. The reporter considered blindness, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: loss of vision. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). This case was deleted from the bayer database. All the information has been transferred to retention case.legacy device report num 2951250-2016-01159 transferred from retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure from 2008 until (B)(6) 2016') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced blindness ("still loosing my vision though") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, blindness and weight increased outcome was unknown. The reporter considered blindness, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: loss of vision. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure from 2008 until (B)(6) 2016') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("still having many rough symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the adverse event had not resolved. The reporter considered adverse event and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.